Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: service and repair history: the previous service event for part number 388.261 with lot number(s) 0350 has been reviewed. The customer called in a service request for this item on july 20, 2020 for failed calibration. The item was previously returned for service on april 14, 2015 due to tested ok. The previous service condition of tested ok is not relevant to the current complained issue of failed calibration. The manufacture date of this item is april 9, 2015. The service history review is unconfirmed. Service and repair evaluation: it was reported that during testing at service and repair on (B)(6) 2020, four (4) 10nm torque wrenches were observed to have failed calibration. The repair technician reported the device failed calibration. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: functional (out of calibration). Visual inspection: 10nm torque wrench 11mm across the flats (part. No: 388.261/ lot. No: 0350) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the device shows severe scratches all over the body which would not contribute to the complaint condition. Functional test: a functional test was performed by service and repair and the repair technician reported the device failed high in calibration. The complaint was able to be replicated therefore the complaint is confirmed. Dimensional inspection: dimensional inspection is not required as the allegation was against the calibration of the device. Document/specification review: the following drawings were reviewed during the investigation: -10n-m torque wrench 11mm width across flats no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The complaint is confirmed as the s&r evaluation confirms the calibration issue. The returned instrument has exceeded the expected instrument life (three years) established by s.s. White, therefore any recalibration could not be assured. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing at service and repair on (B)(6) 2020, 4 10nm torque wrenches were observed to have failed calibration. There was no patient involvement. This is report 3 of 4 for (B)(4).